Manufacturer narrative:
The lot number for the malfunction was not provided, therefore a lot history review could not be performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for migration and perforation. However, the investigation is unconfirmed for tilt. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf310f vena cava filter allegedly migration, perforation and tilt. The information was received from a single source. This malfunction involved one patient with no patient consequences. The male patient is (B)(6). Weight of the patient was not provided.